Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer's blood glucose was 500, 138 mg/dl. The customer called to report infusion set issue, he had to change his infusion set 4 times for it to work. Customer declined troubleshooting because he was able to figure out that it was due to site location, he was able to insert it in a hardened part. The insulin pump will not be returned for analysis.